Event description:
It was reported that indicated battery charge on pump dropped by about 30 percent in short period of time and reached low level, but pump did not shut down unexpectedly. There was no reported impact to the customer¿s blood glucose level. Customer was unable to upload pump data, was educated on battery care, was advised to monitor system and call back if issue persisted, and was provided replacement pump while continuing to use current pump for insulin therapy.